Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The stm evaluated the iabp unit and found that the main fuses were blown and replaced them. When a/c was applied, the fuses blew again. The stm then replaced the power supply but there was no display. The stm found that the replacement power supply was defective; an out of box failure. The stm obtained another power supply and installed in the unit to resolve the issue. The stm then performed iabp unit diagnostic tests and the unit passed all safety and functional tests. The unit was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
A getinge service territory manager (stm) was checking out the cs300 loaner intra-aortic balloon pump (iabp) at the customer¿s facility. The stm found the cs300 loaner unplugged. When the stm went to plug in the unit, the battery was not charging and there was no a/c operation. There was no patient involvement and no adverse event was reported.